Event description:
The customer that an erroneously elevated accutni (troponin) result below the ami (acute myocardial infarction) cutoff for one pt was generated by the unicel dxc 600i synchron access clinical system. The initial sample was a partial draw from the pt. The customer retested the sample and obtained a result within expectations. The results were not reported out of the laboratory. There are no reports of any adverse pt consequence or change to the pts' treatment. There are no indications of any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
Service was not dispatched to investigate the event, accordingly no eval of the system could be conducted. Per beckman-coulter bulletin (B)(4) - a key step in the sample handling process is ensuring that the blood draw volume is at least 90% of the stated volume on the collection tube. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for add'l reportable events.